Event description:
Medtronic received a report of a echelon that was punctured by a guidewire and found tip end damage. The patient was undergoing surgery for treatment of an aneurysm located in the left posterior communicating artery. The access vessel was the femoral artery with a 5mm diameter. It was noted the patient's vessel tortuosity was moderate. It was reported that during advancement, it was observed that the micro guidewire protruded near the proximal side of the marker at the tip end of the microcatheter. The operator suspected that the microcatheter was damaged and withdrew it from the body for inspection. It was found that the tip end of the microcatheter was damaged and the micro guidewire had protruded through the damaged opening. The operator subsequently replaced it with another microcatheter of the same model and lot number, and the procedure was successfully completed. Catheter puncture (guidewire/stylet) was located in the distal section of the device. There was no friction or difficultly during insertion of the guidewire. Aside from the puncture there was no other damage noted to the catheter. There was no kink/damage on the guidewire. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The catheter was flushed as indicated in the IFU.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.